Manufacturer narrative:
Results: reference samples were returned for evaluation. Visual examinations and testing were conducted on all samples and no damage was observed. A review of the device history record revealed production and quality processes were carried out normally. The following: quality notifications were also noted: #5268459 (september, 29-30 2015) during which 27 and 30 visual inspection were carried out, respectively, with zero defect noted. #5273439 (september, 30 - october, 5 2015) during which 121 and 107 visual inspection were carried out, respectively, with one rejection of flash affecting functionality of safety shield pivot was noted (qn #(B)(4)). Research has found no anomalies or qn in injected safety shield batches #5258396, #5247190, #5183367, #5257179 and #5271069. One qn (#(B)(4)) in safety shield batch was noted related to flash not affecting functionality. Three qns in safety shield batch #5174427 were detected: #(B)(4) related to flash in injected point which would not affect whether or not the functionality of safety shield; #(B)(4) related to flash affecting functionality and as a part of qn #(B)(4) (flash which provoke broken pivot due to high molding temperatures)." Conclusion: it is possible that a root cause for this incident is related to a manufacturing deficiency. Although samples were found within specification, DHR evidence of safety shield malfunction was noted. Our quality engineer states the following: based on available information and after review of DHR, this issue was related with defective safety shields which presents a flash provoking a malfunction coming from injection safety shield phase. We confirm that eclipse needles were checked during manufacturing as part of the in-process and final test prior to release any batch of product to the market were found complying with the specifications. As part of our non conforming product process, we are confident that the material segregation was correctly done and finally this batch was released in accordance with specifications. On the other hand, we would like to inform you our assembly process has a system that inspects 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. On the other hand, based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is very low and always, in sporadic cases.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: october, 2015. (B)(4).

Event description:
It was reported that the safety shield of a bd eclipse needle with smartslip technology did not activate and a clinician obtained a contaminated needle stick injury. The source patient is (B)(6) and the clinician received post exposure lab work. The results of the tests are unknown. No further information was provided about this incident.